Manufacturer narrative:
(B))(6). The lot was manufactured from june 12, 2019 - june 13, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was not infusing during patient use. No kinks were found and no additional connection sets were used. Flow was established prior to and after disconnection of the device. The set was filled with 8000mg flucloxacillin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.